Event description:
Additional information received from the patient reported that they had not seen their managing physician to interrogate their pump after the alarm occurred in december. They saw the managing physician to set up surgery. The cause for the shaking symptoms and hospitalization was withdrawal. The steps taken to resolve the shaking symptoms was oral meds and patches. The symptoms haven not been resolved. Per the patient no one has done anything other than schedule an appointment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2020 regarding a patient receiving morphine and multiple other unknown drugs via an implanted infusion pump. It was reported that on (B)(6) 2020 and (B)(6) 2020 the patient was home shaking like they were going through detox. The patient was taken to the hospital on (B)(6) 2020 where they still were, and the pump was alarming. The alarm reportedly sounded like a ring tone. The pump alarm sounds were played, and it was noted that the alarm did not sound like either of the pump alarm sounds. The alarm was reportedly going off every 4 hours. The hospital ran some lab work and there was no medication from the pump in the patient's system. The hospital did not know what to do with the pump.